Event description:
It was reported that the device system was explanted due to infection. No other info was provided. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).